Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensed noise and an inappropriate shock. Technical services (ts) was contacted and recommended follow up to attempt to recreate the noise. This electrode remains in service. No additional adverse patient effects were reported.